Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that several bd¿ syringe(s) with bd luer-lok¿ tip(s) have incorrect scale markings. This was observed before use and there was no report of injury or medical interventions.

Manufacturer narrative:
No photos or samples were received in the columbus plant for evaluation therefore failure mode could not be verified and root cause could not be determined. A device history record review found no non-conformances associated with this issue during production of this batch. Investigation conclusion: no photos or samples were received in the columbus plant for evaluation therefore failure mode could not be verified and root cause could not be determined.